Manufacturer narrative:
(B)(4). Method: the complaint sleepstyle CPAP was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the sleepstyle CPAP confirmed that the mains inlet socket (power socket) housing was damaged. The electrical pins were not damaged. Conclusion: we are unable to determine the root cause of the reported event. Our user instructions that accompany the f&p sleepstyle state the following: "do not use if the device, power cord, or accessories are damaged, deformed or cracked". "Do not pull on the power cord as it may become damaged". "Turn the device off at the power supply, then remove the power cord from the rear of the device". Spsaaj is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k173193.

Event description:
A distributor in japan reported that the sleepstyle auto has a damaged electrical socket. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) have requested for the return of the subject sleepstyle to f&p new zealand for evaluation. We will provide a follow-up report upon completion of our investigation. Spsaaj is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k173193.

Event description:
A distributor in japan reported that the sleepstyle auto has a damaged electrical socket. There was no reported patient consequence.